Event description:
New information noted that the lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture on the left ventricular lead. The lead was programmed off. Patient was stable throughout event.

Event description:
New information noted that the left ventricular lead had also dislodged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.